Manufacturer narrative:
Other, other text: h6 codes updated. No device, event history log or error log was returned for investigation. The most probable but unconfirmed root cause is a degraded downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd pump displayed a replace disposable alarm. No patient injury reported.